Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus anomaly. Customer blood glucose reading was unknown . Troubleshoot was performed but issue reoccurred. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was insert a new battery and monitored for two days. No unexpected device heating up noted. (B)(4).